Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
The female with sialolithiasis underwent a parotid sialendoscopy and stone removal. The duct was dilated using the storz dilators and then the kolenda introducer was used to create a working channel for the scope. The duct was scoped and a stone was found. The circle was placed down the working channel of the scope in an attempt to retrieve the stone. The ncircle became lodged around a stone. The doctor pulled repeatedly - despite being reminded of its fragility - and removed the catheter shaft from the basket. The separation disabled the basket from opening and closing and as a result became stuck. The doctor acknowledged to the team and reiterated to the district manager after the case that the product failure was her fault (pulling too hard) and she was not concerned with using this in the future. Afterward, the doctor decided to use the holmium laser in an attempt to break apart the stone in hopes of uncoiling the broken basket. The doctor actually lasered the wires of the basket. This sent one fragment of the wire in the duct while the rest of the basket was removed. The physician spent 3 hours attempting to remove the fragment (which was visible under the sialendoscope) and break up the rest of the stone fragments. The physician was unsuccessful but ensured the team and the patient that the small piece of wire would pass normally.